Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that capture and sensing anomalies were observed. Trends showed that ventricular lead impedance was less than 200 ohms for approximately six months.